Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 10 years post initial surgery due to higher cobalt chromium levels. Head was revised. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown, unknown stem unknown, unknown taper unknown. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11264. Remains implanted.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent right total hip arthroplasty. Legal counsel further reports that the patient underwent a revision procedure due to patient allegations of metal ion toxicity. The femoral head was unable to be removed from the stem. In order to avoid any fractures, the surgeon left the product in and did not revise. The procedure was delayed for 45 minutes. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item# 157452/ m2a-magnum mod hd/ lot # 657280. Item # ep-200158/ act artic e1 hip brg /lot # 469480. Item# 650-1068/ option type 1 tpr sleve / lot# 2953805. Part #unknown / unknown stem/ lot # unknown. Reported event was able to be confirmed by medical records and radiographs. Review of the records identified failed right tha owing to mom ion toxicity, blood loss minimal, femoral head removed with extraction tool, no significant synovitis, only about 5ml of fluid present, femoral head replaced with dual mobility construct and no intraop complications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.